Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
It was reported via the implant patient registry that this valve model 7300tfx27 implanted in the mitral position was explanted from 79-year-old patient after an implant duration of five (5) years and eleven (11) months for unknown reason. A 29mm surgical valve was implanted in replacement.